Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m35824 serial# implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type accessory p product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead product ID b3400060 lot# serial#(B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type extension product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6), ubd: 23-dec-2026, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(6), ubd: 27-feb-2027, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 20-may-2027, UDI#: (b)(64) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 27-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted deep brain stimulation system experienced an infection that was reported as unrelated to any external factor. No diagnostics or troubleshooting were performed. Surgical intervention was performed, and all deep brain stimulation components were explanted at the patient¿s request to address the infection. The issue was reported as resolved at the time of the report, and the patient outcome was reported as alive with no injury.